Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer¿s blood glucose level due to this issue. Technical support provided assistance to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any further malfunctions occur, which the customer acknowledged.